Event description:
Customer reported system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found corrupt hardware. System would not allow reload of software. Ge representative replaced hard drive and loaded software. System operates as intended.